Event description:
The user faciliy reported that a pt with history of diabetes underwent a diagnostic catheterization procedure. Following the procedure, a preplacement angiogram was performed and a 6f angio-seal device was deployed. Approximately three months post-procedure, the pt returned with a cold right leg which resulted in a surgical intervention. The cardiovascular surgeon reported to finding a glue-like substance in the popiteal artery at the level of the knee. There were no reported consequences to the pt. The deploying physician does not allege the device contributed to the event, however, the cardiovascular surgeon alleges this was caused by the device.